Event description:
It was reported that the rx vision 3.0x15 was prepared per the instructions for use. The lesion in the mid left anterior descending artery, with no tortuosity or calcification, was pre-dilated and the stent delivery system (sds) balloon was advanced to the lesion site; however, it ruptured at 6 atmospheres during the first inflation. The vision stent was partially deployed so the sds was removed and a post-dilatation balloon was used to appose the stent to the vessel wall in the target lesion site. The stent remains in the patient. There was no delay in the procedure or adverse patient effect reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Sem analysis was performed and the results suggest that the balloon failure may be attributed to mechanical damage to the outer surface. Evidence of mechanical damage was observed at the leak edge on the outer surface. The leak was located in a balloon fold. There was no report of leaks noted during preparation for use, suggesting that the balloon was not damaged prior to the procedure. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for investigation. A follow-up report will be submitted with all additional relevant information.